Event description:
Harmed by ethicon echelon stapler black ecr60t. Stomach removed after leak could not be stopped. Lung removed and spleen. Now I have leukemia. Because of the stapler. It was recalled. FDA safety report ID # (B)(4).